Event description:
It was reported that the patient with this left bundle branch (lbb) lead experienced multiple syncopal episodes overnight post lead implant. It was noted that the threshold test failed, and high capture thresholds were observed. The physician did a threshold test in the morning. The threshold was the same threshold observed when they implanted the lead. The pacing output was reprogrammed. It was later discovered the lead dislodged. The lead was repositioned, which resolved the issue. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).